Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 155 mg/dl. The customer check the sensors and noticed that the cannula was bent and was not fully inserted into the body. The customer stated that when changing the sensor, sensor adhesive got stuck onto the serter. The customer was advised to call if issue persist. The customer didn't want to go any troubleshooting at this time.